Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 8 events were reported for this quarter. Product return status: 8 devices were received for evaluation. Evaluation status: 8 device evaluations are in progress. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes 8 malfunction events in which the device ran without user activation. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device ran without user activation. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 8 total events were initially reported. 8 previously reported events are included in this follow-up record.   Product return status 8 devices were received.   Evaluation status confirmed 5 reported events were confirmed during testing. - 5 devices were found to be affected by corrosion. Not confirmed 3 reported events were not confirmed during testing; however: - devices were found to be affected by - 1 device was found to be affected by 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion. - 1 device was found to be affected by damaged sockets. - 1 device was found to be affected by corrosion and damaged components.   Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.